Manufacturer narrative:
Additional information will be submitted within 30 days of receipt a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15623190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The complaint received states that during use the orbit rdfl complex mini coil ((B)(4)) stretched. Trufill coil was stretched during the procedure. There was no report of injury for the patient. The target site was left mca secular, aneurysm size was 4.5mm, neck was 2.2mm, neck to sac ration 0.49. Neck remodeling was not used. An unknown sl-10 microcatheter was used, this did not kink at any time. An adequate continuous flush was maintained throughout the procedure. There was no resistance/friction experienced. No other coils were used prior to the reported event. The coil was advanced into the target aneurysm, withdrawn and another attempt to advance the coil was done, no resistance was encountered. The entire coil was removed leaving the microcatheter in place. There was no injury reported for the patient. No patient demographics were reported.

Manufacturer narrative:
The complaint received states that during use the orbit rdfl complex mini coil (B)(4) stretched. Trufill coil was stretched during the procedure. The target site was left mca secular, aneurysm size was 4.5mm, neck was 2.2mm, neck to sac ration 0.49. Neck remodeling was not used. An unknown sl-10 microcatheter was used, this did not kink at any time. An adequate continuous flush was maintained throughout the procedure. There was no resistance/friction experienced. No other coils were used prior to the reported event. The coil was advanced into the target aneurysm, withdrawn and another attempt to advance the coil was done, no resistance was encountered. The entire coil was removed leaving the microcatheter in place. There was no injury reported for the patient. No patient demographics were reported. There was no report of injury for the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15623190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
Updated cc: the complaint received states that during use the orbit rdfl complex mini coil (638mf0407 / 15623190) stretched. Trufill coil was stretched during the procedure. The target site was left mca secular, aneurysm size was 4.5mm, neck was 2.2mm, neck to sac ration 0.49. Neck remodeling was not used. An unknown sl-10 microcatheter was used, this did not kink at any time. An adequate continuous flush was maintained throughout the procedure. There was no resistance/friction experienced. No other coils were used prior to the reported event. The coil was advanced into the target aneurysm, withdrawn and another attempt to advance the coil was done, no resistance was encountered. The entire coil was removed leaving the microcatheter in place. There was no injury reported for the patient. No patient demographics were reported. There was no report of injury for the patient. A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped and it was found without any damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were found without any damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without any damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - unraveled/stretched¿ was confirmed during analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per 637mi021 rev. 26 that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as ¿coil - unraveled/stretched¿ was confirmed during analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural factors may have contributed to the confirmed event.